Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to trunk cable connector j704 on the distribution node pca. The j704 connector was physically pulled from the pca. The root cause for the damaged connector was excessive force on the trunk cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages.